Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 75% stenosed, target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. Pre-dilatation was performed with a 2.5mm and 2.75mm non-boston scientific (bsc) balloon catheters, resulting to a 0-25% residual stenosis. A 3.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, resistance was felt at the lesion part and the device was removed from the patient. Upon inspection, the edge part of the stent strut was lifted. The procedure was completed with a 3.0x38 non-bsc stent. There were no patient complications nor injuries reported.